Event description:
It was reported by service report that power cord that goes to the 110 volt outlet was missing the ground prong, and left head siderail inner and outer panels were cracked. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power cord plug missing the ground prong. Left head siderail inner and outer panels were cracked.